Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image is consistent with the fractured blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace generated a message to reduce the pressure on the blade tip. The nurse removed the instrument for inspection and found that the blade was broken. The blade broke off while outside of the patient. The customer completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the midpoint. A piece approximately 0.435" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.